Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had 3 occasions in which they did not feel stimulation, verified stimulator was on, titrates up voltage with visual and audio confirmation and yet feels no response to the titration until they suddenly feel a jolt. The pt is then sore for approximately 2 days. There were no impedance issues. The pt was to keep a diary of positional changes and voltage titration. Additional info was requested.